Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device is reportedly in possession of the patient and is not available for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a titanium cannulated trochanteric fixation nail broke at the base of the helical blade due to non-union. The hardware was explanted on an unknown date. Additional information was requested but not made available. This report is 1 of 2 for com-(B)(4).